Event description:
It was reported that two days post implant the right ventricular (rv) lead thresholds were found to be high in bipolar and unipolar. It was noted that the patient was on a heart-lung bypass machine during implant of the epicardial lead. A revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.